Manufacturer narrative:
Additional info: both of the heads have separated from the shaft of the screw extenders. The heads are only held on with a crimp and can be pulled apart with force. There are witness marks on the shaft to indicate the heads were crimpled at one time. Both extenders show signs of being bent near the crimped area which could compromise the crimp. Both the hex heads and shaft appear to be the correct size

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the screw extender broke and remained in the base of the screw. The fragment was not able to be retrieved. The case was extended 16-30 min due to the incident. No additional patient complications were reported.